Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads detached from toothbrush while brushing, loose attachment mouth [device breakage]. Brushes do not fit [device physical property issue]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that oral-b brush heads, version unknown keep getting detached from an oral-b rechargeable toothbrush, version unknown while brushing, and the loose attachment was in her mouth. No symptoms developed. The consumer reported she had used oral-b for years. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported that for a while now, the brush heads out of all the packages have not fit the toothbrush handle. No symptoms developed. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads detached from toothbrush while brushing, loose attachment mouth [device breakage]. Brushes do not fit [device connection issue]. No adverse event [no adverse event]. Report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that oral-b brushheads, version unknown keep getting detached from an (B)(6) toothbrush, version unknown while brushing, and the loose attachment was in her mouth. No symptoms developed. The consumer reported she had used oral-b for years. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported that for a while now, the brush heads out of all the packages have not fit the toothbrush handle. No symptoms developed. No further information was provided.